Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 15-may-2018 with the following findings: the black box data and alarm history revealed call service 064-0001,078-0004 alarm. On investigation, the pump powered on and call service alarm 064 was duplicated during the load step. Investigation of the interior pump components revealed an internal motor failure. Unrelated to the original complaint, the display screen was noted to be dim/discolored.